Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in a field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2012, prior to explant. Ramware ver.3 was installed on (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.